Event description:
It was reported that the pump experienced an unspecified malfunction. There was no adverse impact to the customer's blood glucose level. Customer performed a reset on pump at the time of the event to resolve the malfunction. Ultimately, customer reverted to an alternate form of insulin therapy.